Event description:
A customer reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level, as the exact impact was unknown or declined to be answered. Technical support provided pump reset information and assisted the customer in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues reoccur, which the customer acknowledged and understood.